Event description:
Related manufacture reference number: 2017865-2022-22356. Related manufacture reference number: 2017865-2022-22357. It was reported that the patient presented remotely. Review of transmission revealed that the pacing system exhibited failure to capture. No interventions were performed. There no were no patient consequences.